Event description:
It was reported that during a laser atherectomy procedure, a guide wire issue occurred. The lesion details are unknown. This 300cm x 8cm poly tip v-18 guide wire was selected for a laser atherectomy procedure. While using the v-18 guide wire it appeared that the coating melted. The procedure was not completed due to this event. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a laser atherectomy procedure, a guide wire issue occurred. The lesion details are unknown. This 300cm x 8cm poly tip v-18 guide wire was selected for a laser atherectomy procedure. While using the v-18 guide wire it appeared that the coating melted. The procedure was not completed due to this event. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis and visual inspection found that the device had kinks along the body and the distal tip was damaged. The entire length of the wire was examined and the poly tip section was severely kinked and peeled, exposing the corewire. There were also several kinks located along the entire body. The device appears to have been pulled or pushed against resistance. The od of the device was measured at two locations where damage was not noticed and the guide wire was within od specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).